Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the basal delivery. The customer's blood glucose levels were impacted (355-369 mg/dl), and were addressed by delivering a correction bolus, via the pump and injections. It was indicated that the customer would continue to use the pump for insulin therapy.